Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy, while re-constructing the esophagus, the surgeon tried to fire the device, however it could not be fired at all. A new reload was used, and the firing was successful. No patient injury was reported.